Manufacturer narrative:
(B)(6) 2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush head loosens - oral-b [device connection issue] rubber gasket. Between the toothbrush head and the toothbrush itself. Doesn't have/shorter - oral-b [device physical property issue] case narrative: consumer via phone stated that the oral-b toothbrush head loosened on their oral-b genius toothbrush, model 3765, and the oral-b toothbrush did not have a rubber gasket between the toothbrush head and the toothbrush itself. No injury was reported. 31-may-2024 follow up via digital safety assessment survey: the consumer was a 57 year old male. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head loosens - oral-b [device connection issue]. Rubber gasket...between the toothbrush head and the toothbrush itself...doesn't have/shorter - oral-b [device physical property issue]. Case narrative: consumer via phone stated that the oral-b toothbrush head loosened on their oral-b genius toothbrush, model 3765, and the oral-b toothbrush did not have a rubber gasket between the toothbrush head and the toothbrush itself. No injury was reported. (B)(6) 2024 follow up via digital safety assessment survey: the consumer was a 57 year old male. No injury was reported.